Manufacturer narrative:
(B)(4). (B)(4).

Manufacturer narrative:
Customer reported additional information: the collamer iol was removed by cutting into 4 parts hence we could not collect the defective lens as we were unaware on how to remove this on an emergency, now we have been told on how it should be removed and thankfully no more incidents have occurred to date.

Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and noted a tear line across the shorter side of the lens after insertion. The lens was removed and another type of lens was implanted. The rptr stated there was no issue with loading and the problem was a mfg defect.